Manufacturer narrative:
Further analysis found the battery was unrecoverable. No visual anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the battery would not charge. (B)(4).

Event description:
It was reported the battery would not charge, programmer will not stay on without charged battery. Charging cord worked with other programmers. The programmer was returned for repair. There was no patient involvement indicated.